Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and in the middle of the procedure, the catheter was taken out to swap for the ablation catheter, and it was noticed that there was a thread attached to the splines of the catheter. A new catheter was used to complete the procedure. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual inspection revealed no damage or anomalies on the device. According to pictures provided by the customer, plastic like material was observed entangled on the tip and splines of the catheter; however, during the microscopic examination in the laboratory, no foreign material or anomalies were observed on the splines of the device. A manufacturing record evaluation was performed for the finished device lot number 31565742l and no internal action was found during the review. The foreign material reported by the customer could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The source of origin of the foreign material observed on the picture remains unknown. The instructions for use (IFU) contain the following information: advance the catheter through the guiding sheath to the area of the cardiac tissue under evaluation. Do not apply excessive force while advancing catheter through the sheath. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) and environment problem identified (c15) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis based on picture provided by the customer. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the biosense webster inc. Analysis of the returned device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and at the middle of the procedure, the catheter was taken out to swap for the ablation catheter, and it was noticed that there was a thread attached to the splines of the catheter. A new catheter was used to complete the procedure. No adverse patient consequence was reported.